Event description:
A malfunction was reported, identified by the code malf 0, but no notable events occurred beforehand. There was no reported adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears.